Event description:
Kangaroo nasogastric feeding tube with enfit connection broke at end piece bifurcation. The enfit connector gets stuck easily and when attempting to disconnect the tube feed bags from the tube, the connector will break rendering the whole tube unable to use. This requires replacement of the tube for each patient. There is ongoing concern for patient safety and unnecessary procedures. Our institution has experienced these issues multiple times across different units. Manufacturer response for nasogastric feeding tube with enfit connection, nasogastric feeding tube with enfit connection (per site reporter). The manufacturer has stated this is the first time they have heard of such an incident.